Event description:
Additional information was received that provocative testing was performed and the noise was reproduced.

Event description:
Additional information was received that the event was observed on remote monitoring and noise resulted in over-sensing.

Event description:
It was reported that noise was observed on the right ventricular (rv) lead. The suspected cause of the event was due to insulation damage, although not confirmed. No intervention has been performed, although a lead replacement is anticipated. Additional information was requested; however, it was not received. The patient was stable and will continue to be monitored.